Manufacturer narrative:
(B)(6) (B)(4). Study source: (B)(6) clinical study . The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. This complaint is being reported based on the event of cough treated with medication (exact type not reported). On (B)(6) 2014 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2014 during a planned hospitalization following the procedure, the patient experienced cough and was treated with medication. The exact type of medication administered was not reported. The patient was discharged from the hospital (exact discharge date not reported), and the event was considered to be resolved on (B)(6) 2014. Attempts to obtain additional information regarding the medication administered to treat the cough have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.33, fev1 % predicted: 97.00, fvc: 3.20, fvc % predicted: 113.00. Post-bronchodilator: fev1: 2.41, fev1 % predicted: 100.00, fvc: 3.25, fvc % predicted: 115.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) study. This complaint is being reported based on the event of cough treated with medication (exact type not reported). On (B)(6) 2014 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2014 during a planned hospitalization following the procedure, the patient experienced cough and was treated with medication. The exact type of medication administered was not reported. The patient was discharged from the hospital (exact discharge date not reported), and the event was considered to be resolved on (B)(6) 2014. Attempts to obtain additional information regarding the medication administered to treat the cough have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values visit date: (B)(6) 2013. Pre-bronchodilator fev1: 2.33, fev1 % predicted: 97.00, fvc: 3.20, fvc % predicted: 113.00. Post-bronchodilator fev1: 2.41, fev1 % predicted: 100.00, fvc: 3.25, fvc % predicted: 115.00. Additional information received on 06oct2016: on (B)(6) 2014 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2014, while hospitalized for the bt procedure, the patient experienced asthma exacerbation 1 day post procedure and was treated with IV steroid therapy, cough expectorant, nebulizer therapy, and prednisone. The patient was discharged from the hospital on (B)(6) 2014.